Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round moderate plus profile 550cc saline prosthesis, serial number: (B)(4), catalog number: 3502550. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 550cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient is scheduled for breast prosthesis explant on (B)(6)2018.

Manufacturer narrative:
Mentor received additional information on 4/7/2018: the patient underwent unilateral removal and replacement with a mentor smooth round moderate plus profile 570cc gel prosthesis on (B)(6) 2018. Date of implant updated from (B)(6) 2017, as per additional information reported by the customer on (B)(6) 2018. The mentor failure analysis lab received the device for evaluation on 4/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) of lot number 7443183 was reviewed on 3/20/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 550cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through a physical examination. As a result, the patient underwent unilateral removal and replacement with a mentor smooth round moderate plus profile 570cc gel prosthesis on (B)(6) 2018. The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered an area of missing material measuring approximately 1.4 x 1.2 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) of lot number 7443183 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).